Event description:
Pt underwent an abdominal vascular procedure. It was reported that during surgery, the end of one graft leg frayed when he beveled it to sew into the femoral artery. Graft was however implanted. There was no consequences to the pt.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. No device evaluation was performed since the graft remained implanted in pt. A review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures and no anomaly was found. A reserve sample from the same fabric than the complaint device was evaluated. The visual examination performed by the qa/qc manager evidenced no fraying at the end of both legs of the graft. Both legs were cut with scissors and no damaged/fraying was observed. No conclusion can be drawn. However, a review of the intervascular post marketing data and the testing performed on similar products would tend to indicate that the device was not defective.